Event description:
It was reported that the patient presented remotely via merlin.net for ventricular tachycardia, which was triggered by loss of capture from the patient¿s pacemaker. Programming changes were made to resolve the issue, and the patient was stable.